Event description:
Patient called requesting information about a sleeve gastrectomy. Stated he had a realize band placed 5 years and had lost weight. The band developed a leak 4 years ago. Patient had 8.5 ml in the band from his fills. Surgeon suggested a sleeve gastrectomy. Surgeon thought he might have erosion and could not do another band. The band remains implanted. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.